Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). A 4.00 x 24 synergy¿ drug-eluting stent was implanted to treat the lesion; however, the distal edge of the stent was found to have foreshortened. Another synergy¿ stent was deployed to cover the foreshortened stent and the procedure was completed. During the procedure, a suctioning device was used but there were no friction noted during use of the device. No patient complications were reported and the patient's status was good.